Event description:
It was reported that bd microtainer® contact-activated lancet needle cap was detached. No serious injury or medical intervention was reported. Verbatim: "the needle cap was detached."

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for a detached lancet needle protector with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were found with the caps. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for a detached needle cap with the incident lot was observed. Evaluation of the retain samples was also conducted and no issues were observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microtainer® contact-activated lancet needle cap was detached. No serious injury or medical intervention was reported. Verbatim: "the needle cap was detached."